Event description:
It was reported that the 6600 system would not x-ray during a case. The 6600 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot-switch was replaced during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.